Event description:
It is reported that the surgeon was concerned about local tissue reaction to metal ion debris from the titanium stem and the cobalt chrome head and the patient was revised.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.